Event description:
The pt was supported with an acute blood pump system. It was reported that the perfusionist heard an alarm on the console and as he approached the pt he realized it was the low flow alarm. This alarm had been activated previously a few times while the pt was on support; however, this time the flow had gone to zero. The perfusionist reported that the rpm was at 4000 and the pt's pressure had dropped. He felt the motor and could feel vibrations therefore, he switched to a backup flow probe and the alarm was not cleared. The hospital team started check compressions and the perfusionist clamped the arterial line and switched to the backup console. He increased the rpm to 4000 again and a flow of around 4.2 l was immediately generated. The flow to the pt had been interrupted for approximately 5 minutes. Approximately 5 days later, the pt expired and the cause of death was not reported.

Manufacturer narrative:
The motor was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.